Event description:
On (B)(6) 2013, the patient contacted animas, alleging the keypad was missing on the pump and the button had become unresponsive. Patient stated that there was no moisture or corrosion in the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 01/03/2014-device evaluation: the pump has been returned and evaluated by product analysis on 12/19/2013 with the following findings:a visual inspection of the pump found some cosmetic damages. Investigation found that the keypad was peeling. The ¿ok¿ and contrast buttons were unresponsive while the ¿up¿ and ¿down¿ buttons responded properly. Removal of the keypad cover found the ¿ok¿ button contact was missing and contamination was found under all the remaining button contacts. Unrelated to the keypad button issue, the pump powered up to a dim and discolored verifying screen with the appropriate audio and vibration alerts. In addition, a crack was observed in the battery compartment.